Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the atrial lead exhibited noise oversensing causing inappropriate mode switch. It was also reported that the right atrial lead exhibited insulation damage and the patient was symptomatic of bradycardia. The reported lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.